Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced air bubbles in the luer lock. Reportedly, the customer thinks the luer lock connect was loose. Customer's blood glucose (bg) level was 240 mg/dl. The customer stated that there was no need to address bg level as it started to decrease. Recommendation was made to secure the luer lock.